Event description:
On (B)(6) 2012, the reporter contacted animas stating on (B)(6) 2012, the patient experienced a blood glucose (bg) value of 400mg/dl with large ketones, was vomiting, in the process of diabetic ketoacidosis (dka) and went to hospital. The patient reportedly was still using the pump upon arrival to the emergency room (ER) and his bg's continued to rise. It was noted that the patient was given intravenous drip (IV), had the site/set replaced, continued to remain on the pump and the patient's bg reportedly was normal. The reporter stated that a bolus attempt was made via the pump, an error message appeared on the pump and that an ez bg correction bolus was unable to be delivered. Customer support (cs) reviewed the pump's history and no alarms were noted during hospitalization. The certified diabetes educator (cde) was unsure why this was happening and the heath care provider (hcp) insisted that the pump be replaced. It was noted that the patient discontinued the IV, started on injections and was released from the hospital on (B)(6) 2012. The patient reportedly was still using the pump a few hours prior to being discharged from the hospital and his bg levels remained elevated. Later during day on (B)(6) 2012, the patient reportedly was taken off the pump and was treated by injections using novolog/lantus and the patient's bg was in the range of 176mg/dl to 356mg/dl. The patient reportedly was using the exercise basal program and was receiving 3 to 4 units less insulin per day. Cs reviewed pump with the reporter and there was no indication of a pump malfunction; there was no indication of a programming/settings issue with the pump. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Additionally, the hcp requested the pump be replaced and it was not clear whether or not the pump contributed to the reported bg event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 03/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.